Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Boston scientific technical services (ts) discussed that this device is past end of life (eol) and is back in storage mode and no pacing therapy. This device remains in service at this time. No adverse patient effects were reported.